Event description:
It was reported that approx. 28 months after the implantation this ventricular lead was explanted due to oversensing, loss of capture, a variable pacing threshold (5v at 1.0 ms) with a stable impedance trend. The replacement procedure was successful.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Particularly between 55 cm and 56 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.